Manufacturer narrative:
Unique device identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer alleged questionable results for the elecsys troponin t stat assay (tnt-hsst) for one patient on a cobas e411 rack analyzer. On (B)(6) 2017, an initial sample result was 26 pg/ml. The sample was rerun and the result was 7 pg/ml. The laboratory also obtained a result of 7.94 pg/ml on the same date. Clarification was requested; however, information was not provided whether this result is the same as the 7 pg/ml result. A second patient sample was obtained, and the initial result was 24.63 pg/ml. The sample was rerun and the result was 8.70 pg/ml. No adverse event was reported for the patient. The tnt-hsst reagent lot number is 176452. The expiration date was not provided. Review of the available pre-analytical, calibration, qc, and performance testing information found the results were within the permissible range. The laboratory stated that they use 13x75mm heparin-lithium tubes (green vacutainer tube) without adapters. The customer was advised to use adapters with these types of tubes. The field service representative inspected the instrument and changed the pinch valves tubes, changed all the tubes of the sample and reagent pipetter, and the customer began using adapters. The issue resolved after maintenance.